Event description:
Patient reported being "scared because of the recall" and patient representative reported "increased risk of alcl". Patient later reported right side exchange from textured to smooth devices due to the patient's concern with the product. Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date october 2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.